Event description:
On (B)(6) 2015: customer claims his toothbrush chipped his tooth while brushing his teeth. Consumer said it was not so much the power behind the motor in the toothbrush but the toothbrush head itself. He said that he plastic seemed to be too hard and as soon as it had a made a connection to his tooth, it chipped.

Manufacturer narrative:
On (B)(6) 2015: consumer claims he was brushing his teeth and the back of the brush head touched his front tooth and chipped it. Consumer claims that he feels the plastic is too hard, as are the vibrations. Consumer states that he purchased this unit to use while on vacation. Consumer states that he usually uses oral b, but used this product for about three weeks before incident occurred. Consumer states that he goes back to the dentist in (B)(6) and wants to put a hold on the claim until then. Consumer's last dental cleaning was in (B)(6) 2014. Consumer will return the unit for eval.